Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, 01-jan-2015 was used based on age of patient. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Evaluation of the sample received indicates that the male luer spin collar separated from the body of the male luer connector. Further evaluation under magnification shows that the male luer spin collar is cracked and therefore making it easy to separate from the male luer connector body. A device history record review for model: 11582774 lot number :22039298 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 22mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage seen on the sample could not be fully determined based on the events described by the customer and the investigation of the sample. The probable root cause for the issue seen in this complaint is that the male luer connector was tighten too tight causing the spin collar to crack. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd secondary IV administration sets experienced damage product. The following information was provided by the initial reporter: I disconnected one of the secondary sets from the primary and when I went to put a green cap on the end of the secondary, the connection port of the secondary broke completely away from the tubing. There was no harm to the patient because this occurred while detaching a completed secondary.